Manufacturer narrative:
This report is being submitted to report the user's experiences and investigation findings. The devices referenced in this report were not returned to olympus for physical evaluation. The device history record (DHR) for the complaint devices could not be reviewed since the serial numbers were not provided. Olympus does not ship any device that does not meet all design and safety specifications. Conclusion: no malfunction of any olympus device occurred per the author. From the information reported, it is presumed that the causes of the reported events are not due to product defects, but the definitive cause could not be established.

Event description:
The physician reports in the literature titled "troubleshooting in the field of urology troubleshooting in the field of laparoscopic surgery,) a patient experienced diaphragmatic damage during a laparoscopic left nephrectomy using sonosurg. The patient was a male in his 70's with renal cell carcinoma. Surgery was performed in right recumbent position with a transperitoneal approach. Total operative time 3 hours and 34 minutes. Intestinal deflection and kidney stalk manipulation were performed without problems. When the outer renal and lateral conical fascial attachments were peeled off using a sonosurg, an incision was made by inserting the active blade of the sonosurg deep into the field of view with insufficient vision. As a result, the active blade pierced the diaphragm and made a further incision, opening the diaphragm. After diaphragmatic release, the physician confirmed there was no obvious lung damage, and first release the kidneys with the correct detached layer. The closure of the diaphragmatic injury was made of two layers of continuous sutures using 2-0 vicryl threads. Before completely closing the damaged area, positive pressure ventilation was requested by the anesthesiologist, and the lungs were sufficiently expanded and the damaged area was closed while maintaining positive pressure. The chest drain was not inserted, but the next day's chest x-ray did not show a collapse of the lungs. Additional information was requested from the authoring physician who responded with the following information: "I can't say whether it was caused by olympus equipment (sonosurg).the biggest cause of this complication is the misidentification of the exfoliation layer and the orientation of the active blade. The active blade would have had heat and would have been easier to enter the tissue. It is probable that it would not have happened if ligasure was used instead of sonosurg. " it was said that there is such a risk compared to vs as long as usad is used. The olympus device did not malfunction. No lot/serial numbers can be provided. The model number is likely to be t3905 based on records showing what has been shipped to the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information in d4 and d8.